Event description:
New information notes that the lead was explanted. Patient condition was stable.

Event description:
It was reported that an asymptomatic patient presented in or for change out due to normal eri when externalized conductors were observed on a previously capped lead. The capped lead remains implanted and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.